Manufacturer narrative:
Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At the index procedure, an unknown size promus element stent was implanted in an unspecified vessel. During post-dilation of the stent, the physician believes a balloon caught on the edge of the stent. Upon imaging, the proximal end of the stent appeared "more dense". No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.